Event description:
It was reported "pt presented with broken screw in 2003. Pt reported feeling a clicking in the knee. X-rays revealed broken screw. Revision surgery was performed the following month."